Event description:
The customer contact reported that during testing at the user facility, it was noted the ac receptacle on the device had evidence of sparks. The device was returned with a report of, out of service. It was reported during priming, prior to patient use, when the device was plugged into ac power. No specific event details were provided. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, it was noted the ac receptacle on the device had evidence of sparks. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.